Manufacturer narrative:
The device ro 10 011 has been inspected for investigation purpose. The tests performed confirmed that bracket that holds cables on top of robot arm broke off due to user technique. The defective part was replaced. (B)(4).

Event description:
It has been reported that during a surgery, the robot arm bracket plate was non-functional. There was no patient/user impact reported.